Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints in this lot. A completed questionnaire was not received. Additional info has been requested. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the iol was exchanged. The pt experienced flashes of red light in both eyes.